Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion surgery at l1-2 level. Intra-op, during insertion a cage was broken at the connection part with holder. Extra tension force might cause the event because there was gap between disc and cage direction. It was reported that during the surgery, the posterior side of a cage got broken and separated when the surgeon was inserting it with sleeve inserter. The separated part was retrieved but the broken cage was remained in the vertebral body and couldn't be removed. Surgeon enquired whether it was okay if the cage got broken with just that movement. There were no patient complications.

Manufacturer narrative:
Product analysis :one sided fracture of implant with internal thread damage deformed suggest bend stress overload as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.